Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to reproduce the issue and confirmed the iabp was not fully inserted into the cart. Once the iabp was correctly inserted in the cart the batteries were charging and the ac operation functioned. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit would not run on ac power.